Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain and herniated disc. It was reported that the patient had difficulty recharging their controller/recharger. Their insr will not hold a charge. The caller confirmed he would see a green light on the dtc. They stated that there was no visible damage to the dtc or insr. They mentioned hearing a "silent beep sound" intermittently that would sound every few minutes, but "seems to have gone away." The caller stated he noticed his ins battery was dead when the insr wouldn't recharge, and states he has been "hurting" because of this. They added that the ins took care of 20-25% of his pain, and in addition to that he was on a patch. They stated, "it's not like I'm not without any kind of pain relief at all, I still have a patch. I can feel it through the patch now, before with the stimulator I couldn't.". Repair reported that recharger was not getting a charge and the desktop charger plug was bent at the black plastic housing. They called back on june 20th, stating they had not yet received the package. The tracking number was provided. No out of box failure was reported. No further allegations/complications were reported.